Event description:
Chip of thread came off during insertion. This 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The microscopic investigation of the metal shards has shown that they have a golden anodization layer therefore it is concluded that they came off from the screws since only the two metal shards were returned for analysis and no further clinical data are available, the present complaint cannot be fully analyzed. The mentioned zero-p implants could unequivocally be assigned to the corresponding manufacturing documents and the available information revealed that the products were manufactured according to the specifications. The exact cause of failure is undetermined; it is possible than an excessive contact between the screw and the plate caused a partial shear off of the screw thread flanks. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
Chip of thread came off during insertion in an acdf c5-c6-c7 procedure.